Event description:
It was reported that this patient with a pacemaker had stored signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing/noise which resulted in the minute ventilation (mv) sensor being disabled. Device optimization may be needed. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.